Manufacturer narrative:
An event of ventricular fibrillation cardiac arrest and patient death was reported. A returned device assessment could not be performed as the device remained implanted was not returned for analysis. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that the patient had critical aortic stenosis, right bundle branch block, atrial fibrillation, and hypertrophic cardiomyopathy which may have contributed reported event of ventricular fibrillation but cannot be confirmed. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was difficulty to found anatomical access, but after multiple attempts access was achieved. The device was implanted at a depth of 3mm non-coronary cusp and 4mm left coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection, operation was performed and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "the patient had a successful implant of a navitor 25 mm device. Approximately 13 hours post-procedure, the patient developed cp and at about 15 hours post-procedure, the patient had a vf arrest and could not be successfully resuscitated. The cause of death is not know at this time. While the lca was low at 8.8 mm, the sov was of adequate size. Possibilities include aortic dissection, valve migration and acute coronary obstruction. Please note that had a vf arrest and also had hcm per chart history. It is not know if the existing hcm contributed to the vf arrest."

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a small flexnav delivery system (lot: 10226574). A pre-procedure full case review was performed. The patient presented with critical aortic stenosis, right bundle branch block, atrial fibrillation, and hypertrophic cardiomyopathy (hocm). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Risk of pacemaker was identified due to the patient's right bundle branch block. Length of membranous septum was unable to be determined due to imaging constraints. No pre- dilatation was performed. There was difficulty establishing anatomical access with the flexnav system, but after multiple attempts access was achieved. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail position was confirmed to be at the bottom of the ncc. The navitor was implanted successfully at a final depth of 3mm non-coronary cusp and 4mm left coronary cusp. After implant, the patient went into heart block requiring temporary pacing which the physician reported to be expected due to the pre-existing condition of the patient. No post dilatation was performed. The final post procedure aortic gradient was 3mmhg and trace perivalvular leak. The patient left the operating room awake and hemodynamically stable with temporary pacing. Hospitalization was planned to be prolonged for monitoring of rhythm. Approximately 13 hours post procedure the patient began to complain of chest pain. The pain progressed and at 15 hours the patient went into ventricular fibrillation cardiac arrest. A full code was executed. The patient did not survive the arrest and was declared deceased on (B)(6) 2024. The cause of death is unknown. No malfunctions of the navitor were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.